Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the delivery needle for traumacem broke inside the inserted proximal femoral nail antirotation (pfna) blade and has remained insitu. The surgeon did not wish to extend anesthetic to exchange the blade, and additionally cement would preclude/limit this possibility. The blade extraction was comfortably functional with needle component in situ. The surgeon has reported positive on the patient outcome. This is report number 1 of 1 for (B)(4).